Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor alarm was evidenced in the event history log (ehl). The error was reproduced during occlusion testing. The customer reported product problem was therefore confirmed. The investigation concluded that the error was produced because the main pc board was faulty; it was not seated on extrusion grove (i.e. The sensor was not aligned with the worm coupling gear-facets). This mis-assembly was attributed to the end user. A user interface issue was established as the root cause. The main pc board was reassembled/realigned to address the reported product fault.

Event description:
It was reported that the medfusion pump produced a motor not running error. No patient injury or complications were reported in relation to this event.